Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that the issue presented in the article was due to the "special anatomy of the patient and were not related to consumables."

Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/58 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique lot/ serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: predictors of hemoptysis in the setting of pulmonary vein isolation using the second-generation cryoballoon. Citation: doi: 10.1111/jce.13644. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation balloon ablation system: there were thirty patients who experienced ¿mild¿ hemoptysis following the cryoballoon ablation procedure. Of note, all cases of hemoptysis disappeared within one to three days of the procedure with no respiratory complications. Further noted, multiple patients were noted in the article; however, a one to one correlation could not be made with unique lot/ serial numbers. The status/location of the cryoballoon system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.